Manufacturer narrative:
The investigation for the reported console purge issue has been completed. The console and data logs were returned for evaluation. Testing was performed finding that the issue was properly detecting the purge disc was reproduced. The purge flag was confirmed to be broken. Data logs were reviewed which confirmed the reported failure and revealed that the console issued the purge disc not detected alarmed several times. The cause of the issue was an inability to detect purge disc due to a broken purge flag.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that when priming the impella an alarm sounded indicating that the purge pressure transmitter was not properly installed. The purge set was reinstalled, but the issue continued. The automated impella controller (aic) was replaced, and the alarm was resolved. There was no patient harm.